Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. Evaluated star s4ir for bed drift with no problems found. Site routinely has chin lifted with technician holding brow and chin during the procedure. Discussed proper head positioning with brow and cheek bone level to the ceiling, nose out of the way, and no hands on patient during treatment. Checked chair head rest for ease of movement with none found. Site stated that physician appears to lift the inferior aspect of the suction ring while depressing the superior aspect of the suction ring during applanation. Site does not lock bed under the intralase however encouraged to begin. Will discuss proper docking and applanation with the physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer noting increased suction loss issues even with switching to new lot number. Customer mentioned she has not changed her surgical technique, a speculum is used on all patients where one can fit. Technician routinely holds brow out of the way. All patients either having intralase flap created and excimer completed or patient was switched to photorefractive keratectomy (prk) same day. No patient harm or loss of best corrected visual acuity bcva post-operatively.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.